Event description:
The rptr stated the surgeon attempted to insert an aq2010v silicone three piece lens but the lens jammed in the cartridge. There was no pt contact. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Eval codes: method - (other): lens work order search, injector lot number search, cartridge lot number search. Results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. An injector lot number search was performed and no similar complaints were found within the lot. A cartridge lot number search was performed and no similar complaints were found within the lot. Conclusions - (other): based on the complaint history, work order search, lot number searches and the eval of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for eval.